Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The scope was sampled twice. During the first sampling, the scope tested positive for < 1 colony forming units (cfus) of unspecified revivable microorganisms. During the second sampling, the scope tested positive for 5 cfus of autres and staphylococcus epidermidis. The issue was found at reprocessing during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable microorganisms which, is conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer aspirates water through the channels and flushes out the air/water, balloon channel, instrument channel, suction channel, and the forceps elevator wire channel (raised and lowered three times). The customer did not specify if detergent was used during the pre-cleaning process. The specific steps taken during the manual cleaning process were not provided by the customer. For automated endoscope reprocessor (aer) treatment, an olympus etd4 machine is used with unspecified olympus detergent and unspecified olympus (disinfectant). The scope is dried using an aer/ wd and is stored in a simple storage cabinet. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was controlled and filtered. The customer confirmed that the water filter was replaced periodically in accordance with the instructions for use (IFU). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.